Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead resulting in inappropriate therapy. The physician suspected lead damage, however, the lead damage was not confirmed by diagnostic image nor visually observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were noise, lead damage, and inappropriate shock stimulation. As received, a complete lead was returned in one piece. The reported events of noise and lead damage were confirmed. Visual inspection found the lead was bent between the right ventricular shock coil and the ring electrode. Scanning electron microscope (sem) analysis verified that all filars of the inner coil were fractured in this location. The cause of the reported events of noise and lead damage was due to fractured inner coil.